Manufacturer narrative:
It was reported that on (B)(6) 2026, the customer was "walking with the unit and the unit went out from underneath him". It was reported that "both handles do not tighten onto the unit" and customer confirmed that the handle knobs are tight but the handles still move up and down. Customer mentioned "the handle poles do not fit correctly into the rollator" and the "seat cushion is split towards the back". The customer reported "walker issue has been resolved with dme. I now have a nitro adjustable to my height and size". No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, the customer was "walking with the unit and the unit went out from underneath him".